Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of kinked guide wire could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the doctor inserted the wire into the introducer needle and experienced kinking. Therapy was reported as being delayed/interrupted. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The investigation is not complete at the time of this report.

Event description:
The customer alleges that the doctor inserted the wire into the introducer needle and experienced kinking. Therapy was reported as being delayed/interrupted. No patient injury or consequence reported.